Event description:
It was reported that the cable on the foot control has exposed wires and is thus unsafe for use in the operating room. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received.